Manufacturer narrative:
On (B)(6) 2023, the following information was reported: as a result of the fluctuating battery gauge, the pump shut down. H6 (add code 1503).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.